Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 4/17/2024 section h3: device evaluated by manufacturer¿ yes device evaluation: visual inspection under magnification was performed. The open cartridge was inspected revealing that the cartridge was damaged and the cartridge tip was cracked and damaged. Damage to the base of the cartridge was also received where the cartridge rests in the handpiece. No issues were observed with the sealed cartridge received. The customer provided photos and the photos were evaluated. The photo displays the suspect cartridge, and the cartridge tip can be observed to be damaged. Photo number 2 displays a lens daisy wheel, and a lens which can be observed to be crumpled. Due to the quality of the photos no further evaluation could be performed and no further issues could be identified. The complaint issue "cartridge tip cracked/damaged" was identified during photo and product evaluation. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process the complaint issue "cartridge tip cracked/damaged" was identified during photo and product evaluation. The observed "cartridge damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "stuck in cartridge" was not identified during product and photo evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: patient weight /a5: ethnicity: information unknown/not provided. Section d6a: if implanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section d6b: if explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section e1: telephone number: (B)(6) section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
It was reported that a monofocal intraocular lens (iol) was stuck in cartridge. Through follow up it was learned that the cartridge came into contact with the patient's eye. The problem occurred when surgeon tried to insert the lens into the eye. The piston of the injector passed through the cartridge before arriving in the tip. A photo was provided and the cartridge tip appears to be damaged. Additional information was provided and reported there was no patient injury. There was no medical nor surgical intervention outside of the standard of care performed. No other information was provided.